Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose. The customer reported that they had issues with the insulin pump. The customer reported that the insulin pump had a black circle and had to reset the time and date. The customer's blood glucose was 700 mg/dl at the time of hospitalization. The customer's blood glucose was 257 mg/dl at the time of incident. The customer stated that they were wearing the insulin pump during hospitalization. The insulin pump will not be returned for analysis.